Event description:
A malfunction on the pump was reported, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction reoccurred.